Event description:
A negative immulite 2000 hcg result was obtained on a patient sample and because the result was not consistent with the patient's condition (she is pregnant), the physician requested the sample be retested. The retest results for hch was positive. Patient treatment was not altered of prescribed. There was no report of adverse health consequences due to the discordant hcg result.